Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt complaint of dizziness approx. 2 hrs into the treatment and was given a total of 500 ml. Of saline. Based on the reported weights, saline given and what machine had indicated was removed, there was a weight loss variance of approx. 4.6 kg. The pt was discharged in stable condition. There was no serious injury or illness.